Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'blockage.' Patient confirmed there were no kinks or blockage in the tubing. Patient confirmed that the catheter was loose from site. Patient was walked through preparing a new injection site. The tubing was successfully connected to the new site. Pump alarm was cleared, but alarm recurred instantly. Tubing was changed but alarm continued. No other information available. No patient injury reported.

Manufacturer narrative:
Other, other text: the event date was provided which the event occurred on 23-dec2022. The patient initial is (B)(6), date of birth is (B)(6) and the gender is female.